Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).